Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling of: all channels. Cfu: 5 cfu. Bacterial identification: acinetobacter pittii. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling of: all channels. Cfu: 1 cfu. Bacterial identification: micrococcus luteus. The device was evaluated where an additional potential adverse event was confirmed where the z-block had foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive on (B)(6) 2025 for staphylococcus aureus, on (B)(6) 2025 for bacillus subtilis, on (B)(6) 2025 for acinetobacter lwoffii, on (B)(6) 2025 for cellulosimicrobium cellulans, on (B)(6) 2025 for micrococcus luteus, on (B)(6) 2025 for cellulosimicrobium cellulans, and on (B)(6) 2025 for cellulosimicrobium cellulans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.